Event description:
Patient with heartware left ventricle assist device (vad) implanted several years ago. Patient was at home and had electrical fault alarm and high watts alarm on controller. No symptoms. Vad continued to function with alarms. The patient went to outside hospital. The patient was assessed, and patient was transferred for direct admission. The patient was evaluated, and the driveline had 2 wires in contact causing a short. Vad was functioning on only 1 of its 2 stators. Medtronic engineer came to the hospital and assisted the team with a driveline splice repair that took place recently without incident. After repair, alarms cleared and vad function and parameters returned to normal. Patient stayed in intensive care unit for observation overnight and went to step down unit the next day.